Event description:
It was reported that during a celiac artery intervention procedure, stent dislodgement occurred inside the patient. The lesion was located in the heavily calcified celiac artery. A 8.0 x 20 x 135 cm express ld iliac / biliary stent was deployed and "watermeloned". The stent system pulled back into the aorta. The physician didn't want to push the stent system back in place distally so he partially deployed the stent in the celiac artery. He then used a second express stent and deployed this slightly distal to the first stent, with both stents overlapping. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).